Event description:
It was reported that during insertion the spring wire guide was slightly kinked and stuck in the catheter. A new device was used and another attempt at placement was successful. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with one potentially relevant finding. A non-conformance was initiated for spring wire guides from lot 72c19d0432 for outer diameters failing inspection. However, without the sample to evaluate, this could not be confirmed relevant for this complaint. The IFU provided with this kit instructs the user, "hold catheter at desired depth and remove spring-wire guide. The arrow catheter included in this product has been designed to freely pass over the spring-wire guide. If resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel. In this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the spring wire guide was slightly kinked and stuck in the catheter. A new device was used and another attempt at placement was successful. No patient harm reported. The patient's condition is reported as fine.